Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the wrong images were sent to the pacs system. (Data mix). There is no report of injury or death associated with the event described in this complaint.